Event description:
Lf technical support reports via fax that customer called to report the j-bow bracket became detached from arm system. Addendum 09/25/2006: customer states that no patient or staff involved or injuries noted. Staff was moving the injector when arm became detached.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: fse changed suspension system which appears from our records to be the old style (pre mcmahon recall) arm. No sample has been received to evaluate. If received this complaint can be reopened if further investigation is warranted. A review of the recall notification activity shows that this user received three letters and one phone call notifying them of the mcmahon recall. Injector returned to full service by the customer.